Event description:
Information was received reporting the death of a patient after off-label use of two enterprise vrd stents and nbca glue. The procedure was coiling of a 5 mm x 3.5 mm left a1/a2 junction aneurysm with a 2.5 mm neck. An unknown balloon used for aneurysm neck remodeling ruptured the parent vessel during initial inflation. The event was treated with coiling and with off-label use of nbca glue in an attempt to occlude the parent vessel. Some of the glue migrated into the left middle cerebral (mca). In order to preserve perfusion to the left middle cerebral, two enterprise vrds ((B)(4) 4.5 mm x 37 mm lot#10086766 and (B)(4) 4.5 mm x 28 mm lot# 10076830) were implanted in overlapping fashion from the m2 to supraclinoid segment. The stents were placed within the intended target area without complications. This resulted in better filling of the left mca; however, there was some patchy capillary blush within the mca, likely from small emboli from the injection of glue used to try and occlude the parent artery. Once there was control of the vessel a ventriculostomy was placed. CT scan demonstrated interval development of an area of infarction within the left frontal lobe and some possibly low attenuation within the left basal ganglia. There was no evidence of herniation. Post procedurally the patient was admitted to the neuro ICU and was then made a dnr with withdrawal of life support and initiation of comfort measures only. The patient died seven days post procedure. Additionally it was noted that with initial angiography of the left internal carotid artery there was minimal spasm around the 6fr codman mpc guide catheter which was treated with intra-arterial injection of nicardipine.

Manufacturer narrative:
Please note that the product was 6f .070 mpc envoy 90cm ((B)(4)) expiration date 4/6/2012 and manufacture date 2/28/2015. This is one of two products involved with this event, which is associated with mfg report 1058196-2012-00354 and 9616099-2012-00498. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received reporting there was migration and small emboli with an area of infarction from the injection of trufill nbca ((B)(4)/lot 229917) which was used off-label in an attempt to emergently occlude the parent vessel after it ruptured with inflation of a balloon during coil embolization in the anterior cerebral artery circulation. Additionally, it was noted that with initial angiography of the left internal carotid artery there was minimal spasm around the 6fr envoy mpc guiding catheter ((B)(4)/lot 15584708) which was treated with intra-arterial injection of nicardipine. The partial occlusion of the middle cerebral artery (mca) from glue embolus was treated with off-label use of two overlapping enterprise vrd which resulted in better mca filling. Once there was control of the anterior cerebral artery bleeding which had been ruptured by the balloon, a ventriculostomy was placed. The patient was admitted to the neuro ICU and was then made a dnr with withdrawal of life support and initiation of comfort measures only. The patient died seven days post procedure. The procedure was coiling of a 5mm x 3.5mm left a1/a2 junction aneurysm with a 2.5mm neck. Initially the aneurysm was going to be coiled while using a microvention sceptor c balloon for neck remodeling. Upon inflation of the sceptor c balloon, the balloon did not inflate as intended and caused the a1/a2 segment to perforate. The event was treated with coiling and with off-label use of nbca glue in an attempt to occlude the parent vessel. Some of the glue migrated into the left middle cerebral (mca). In order to preserve perfusion to the left middle cerebral, two enterprise vrds were used off-label and implanted in overlapping fashion from the m2 to supraclinoid segment. The stents were placed within the intended target area without complications. This resulted in better filling of the left mca; however, there was some patchy capillary blush within the mca, likely from small emboli from the injection of glue used to try and occlude the parent artery. Once there was control of the vessel a ventriculostomy was placed. CT scan demonstrated interval development of an area of infarction within the left frontal lobe and some possibly low attenuation within the left basal ganglia. There was no evidence of herniation. Additionally with review of the reported information, it was noted that with initial angiography of the left internal carotid artery there was minimal spasm around the 6fr codman mpc guide catheter which was treated with intra-arterial injection of nicardipine. Post procedurally the patient was admitted to the neuro ICU and was then made a dnr with withdrawal of life support and initiation of comfort measures only. The patient died seven days post procedure. The device is not available for analysis. A review of the manufacturing documentation associated with this envoy guiding catheter lot presented no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel as a result of direct physical irritation of the endothelium, is a commonly recognized adverse event that may complicate an endovascular procedure. With review of the available information and device history records there is no indication of any device manufacturing or design issues related to the event; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00354 and 9616099-2012-00498.

Manufacturer narrative:
Please note that the actual product catalog and lot number are unknown, therefore the product captured in section d 4 represents an unknown envoy 6frenc catheter. Coil, balloon, enterprise, catheter, microcatheter. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00354 and 9616099-2012-00498.